Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient lost therapy around (B)(6) 2022 due to ipg reaching end of life. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced addressing the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device had the appropriate level of battery voltage to provide therapy. In turn, surgical intervention may be pending to address the issue.